Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and the pump unexpectedly shutdown. Customer also reported that the pump date was incorrect, a resume pump alarm occurred and pump history was incomplete. There was no reported impact to customer's blood glucose. Although requested, contact did not provide further information. Multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.